Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system on (B)(6) 2011. According to the patient, she was fine prior to the implantation but post-procedure, she developed 23 symptoms including a burning sensation all over her body, red spots, a swollen neck, loss of hair, unspecified eye issues, tachycardia, weight gain, weight loss, severe itching, fatigue, constipation, sensitivity to plastic rubber and latex, and other severe symptoms (specifics unknown). Sometime in 2012, the patient requested for the mesh to be removed; however, her physician reportedly advised that her symptoms did not warrant mesh removal. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.